Event description:
It was reported that there was myopotential noise on the right atrial (ra) lead of this pacemaker system. The health care professional (hcp) stated that this had been a known occurrence. The ra lead was not manufactured by (B)(6). No adverse patient effects were reported. Currently, this pacemaker system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).